Manufacturer narrative:
A complete lead was returned in two pieces. External insulation abrasion was noted at 8.6-8.9 cm from the connector pin consistent with lead friction to the device can. External insulation abrasion was noted at 43.1-43.7 cm from the distal tip consistent with lead friction to the device can. The etfe coating was intact at these locations. External insulation abrasion was noted at 44.8-45.6 cm from the distal tip consistent with lead friction to the device can. The etfe coating was abraded at this location. This is consistent with the observation from the field of noise.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during follow-up in clinic, multiple episodes of noise were observed on the rv lead. The system was explanted and replaced. The patient was stable.